Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The IFU also states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of dissection is listed in the IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficult to advance and failure to seal; however, the subsequent treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a large saphenous vein graft aneurysm with probably thrombus. The 3.50x19 mm graftmaster covered stent had difficulty being advanced to the aneurysm initially but was able to reach the target with the use of a 2.5x12 mm balloon dilatation catheter (bdc), a 7fr sheath, and a 7fr non-abbott guide catheter extension. The graftmaster stent was then deployed at 16 atmospheres; however, the stent was still under expanded. High pressure post-dilatation was performed and angiography was performed which showed there was still contrast entering into the aneurysm. A dissection was noted proximally to the graftmaster. A non-abbott drug eluting stent was implanted to cover the dissection and overlapped the graftmaster. Another post-dilatation was performed with a 3.5x15 mm non compliant balloon and adequate stent expansion was noted. There were no reported adverse patient sequela. No additional information was provided.